Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown left triathlon knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient stated they have a left triathlon knee which was implanted in (B)(6) 2012. Patient states they have never felt right since implantation. Patient stated they have been using a walking aid for approximately 4 years and have recently been using a wheelchair since (B)(6) 2015. Patient stated they recently had a cat scan and the scan allegedly shows that the patient's knee cap is 22% off. In (B)(6) 2013, patient had their right knee replaced.